Manufacturer narrative:
Complaint no: (B)(4). On an unknown date approximately six months prior to the receipt of this report, the patient experienced an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was not reported. The hernia worsened with ongoing peritoneal dialysis therapy. Twenty-seven days prior to the receipt of this report, the patient underwent an outpatient inguinal hernia surgical repair procedure. Although peritoneal dialysis therapy was reported to be ongoing, it was reported that the patient "skipped" two days of peritoneal dialysis therapy post-operatively. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information. The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.